Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Upon device interrogation it was revealed that there was an alert for eri and then an alert for eos exactly one week following the eri alert. Additionally, an alert for long charge time was also observed. In clinic capacitor maintenance also resulted in a long charge time alert. Patient is non-dependent and was asymptomatic. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.